Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began on (B)(6) 2026. It was reported that they were experiencing bleeding/haemorrhage. The issue was not resolved and was still ongoing. Today, patient reported that they noticed blood below the incision site. Advised consulting their clinician and also flagged their manufacturing representative (rep). Additional information was received from a patient. They reported that wires came out (B)(6) 2026 but patient visited the doctor last (B)(6) 2026 and their wires were removed already. Also, they said that their incision site was itchy that time. It was unknown if troubleshooting was performed. The cause was not known. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2026 explanted: product type screening device product ID 306001 lot# unknown serial# implanted: (B)(6) 2026 explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: ; product ID: 306001, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.